Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the following corrections were made as the information was inadvertently omitted/selected incorrectly in error. (E3) occupation added. (H8) usage of device updated to reuse. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and from the information provided, root cause of the gap between acoustic lens and ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the ultrasound gastrovideoscope, the unit was leaking. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction a gap between acoustic lens and ultrasound probe was identified. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the up/down knob could not be locked securely due to wear of the forceps elevator lever, the up/down knob was out of the standard value due to wear of angle wire, the scope cover plate was detached, the water tightness was lost due to a pinhole on the channel tube, the channel tube had a scratch, the adhesive around the light guide lens and the acoustic lens, both had a chip and the adhesive on the bending section had a discolored area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.